Event description:
The manufacturer received a voluntary medwatch (mw5105386) alleging a bilevel positive airway pressure (bi-pap) device's sound abatement foam became degraded. The patient alleged filter getting black. The patient alleged having trouble breathing with exertion, runny nose, sneezing when using the device at night. The patient also had an alleged headache and having medication for throat irritation and sonogram of liver showed growth, removal of thyroid because of growth. The patient also alleged having metallic taste in mouth and throat along with exertional asthma, coughing. The patient go through cookie swallow testing and several other pulmonary and cardiac testing, patient was prescribed omazipan for suspected gastric reflux. The patient also alleged having diabetes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging filter getting black related to a CPAP device's sound abatement foam. The patient alleged having trouble breathing with exertion, runny nose, sneezing when using the device at night. The patient also alleged headache and having medication for throat irritation and sonogram of liver showed growth, removal of thyroid because of growth. The patient also alleged having metallic taste in mouth and throat along with exertional asthma, coughing. The patient go through cookie swallow testing and several other pulmonary and cardiac testing, patient was prescribed omazipan for suspected gastric reflux. The patient also alleged having diabetes. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.